Event description:
It was reported that, "pt's liner and head were revised due to pain and osteolysis (minimal). Pt young, heavy, active with apical plug missing."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.